Event description:
It was reported that the patient experienced inappropriate shocks due to high thresholds, a decrease in rv (right ventricular) lead impedance, and sensing difficulty. The lead was capped and replaced. During the revision procedure, and after defibrillator threshold testing was conducted with the new lead and device system, a decrease in r-wave amplitude was noted, and the physician attempted to reposition the lead. During this repositioning attempt, the patient became hypotensive and went into cardiac arrest. It was believed at the time that the right ventricle had been perforated, but that was not concluded. There was no pericardial effusion and no tamponade. The new lead was reported to be a medtronic 6949 lead, however, confirmation could not be obtained through the user facility. Cause of death information has been requested but not received. There were no allegations that the death was device or lead ive cause of death was reported. The user facility believes that the patient had electromechanical dissociation (emd).